Event description:
The customer reported the system was unable to perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report pt or staff injury was reported.